Event description:
Ambulance personnel were treating a cardiac pt and allegedly observed artifact when attempting to monitor a pt. The artifact was reportedly observed both while using the pt cable and in the paddles mode. The reporter stated that there were no adverse effects to the pt as a result of the alleged malfunction.